Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, guided by technical support, was instructed to perform a series of checks and actions, including disconnecting the tubing, tightening the t:lock, and delivering a 5-unit bolus, which affected the insulin on board. Despite these measures, the occlusion alarm recurred. It was noted that the customer transferred insulin from an old cartridge to a new one, which was acknowledged as off-label. Ultimately, new supplies were filled and loaded, and the customer resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.